Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13351. Related manufacturer reference number: 2017865-2021-13352. It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular, right ventricular, and atrial leads were not capturing. The leads were explanted and replaced. The patient was stable post procedure.